Event description:
The customer contact reported that the device did not deliver. The device was returned to the engineering department with an unsigned note that indicated, no fluid is going through. No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. Multiple unsuccessful attempts have been made to obtain additional information, including if there were any adverse patient effects, a delay in therapy critical, and if any medical interventions were required.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.